Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The solid-state drive (ssd) and the computer were replaced. Codes b01, c13, and d02 are applicable. A software analysis was initiated. As per the case details, 1.5-2mm of inaccuracy was observed. However, as per the instructions for use (IFU) of the stealthstation s8 ent, the accuracy = 2 mm is within the margin of navigational accuracy. Based on the information provided, the reported inaccuracy of 1.5-2mm was within the margin of navigational accuracy; there was no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. Codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #:(B)(6) , ubd: , UDI#: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the system was ~1.5-2mm off inferiorly when navigating. There was no impact on patient outcome. There was no surgical delay.